Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturer representative,reported the event was not severe and the patient recovered. Medical history included multiple myeloma, lac-b, and fecal incontinence due to ulcerative colitis.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient complained of "severe" pain at the implant site in the evening of (B)(6) 2015. The pain was stronger than the usual wound pain, but there were no symptoms of infection. Analgesic was administered, however it was not effective. When stimulation was turned off, the pain was eased slightly. Suspecting a "leak," impedances were measured and every combination with electrode 0 was greater than 4,000 ohms. All other electrode combinations were within normal values. The patient was programmed to 3+ and 2- at 0.4v. Fecal incontinence was noted as the patient's target disease. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.